Manufacturer narrative:
The device was scrapped and not evaluated by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.